Event description:
It was reported that the customer did know what and how to get basal rates on her insulin pump. Upon attempting to troubleshoot the issue, the customer was acting less lucid than normal. The customer's blood glucose was 451 mg/dl. The customer treated herself with a manual injection. The customer stated that paramedics came to the customer's house and would provide the customer with further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.